Event description:
It was reported that after a da vinci-assisted low anterior resection (lar) surgical procedure, user informed the technical support engineer (tse) that a non-recoverable error 1162 occurred on arm 1 while the patient side cart (psc) was being operated in standalone mode. The system was then rebooted, after which a battery-related error 816 was observed. The tse noted that the initial error 1162 carried a risk of recurrence. The procedure was completed as planned with no reported injuries.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.